Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the usb port was damaged. Multiple charging cables/adaptors/outlets were used and charging issues continued. Blood glucose ranged from 75-251. Customer had manual injections as an alternate insulin therapy.